Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the lead could not be positioned. The lead not used and replaced. The patient was in stable condition.